Event description:
It was reported that patient underwent a surgical procedure on (B)(6) 2012. During the tightening at the level of the screw head, the screw broke. The threaded portion of the screw remains implanted in the patient.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - n/a. This is 2 of 2 MDR reports submitted for the same event. (See: 9610576-2012-00019 / 00020).